Event description:
Pt admitted to hospital for revision of right femoral stem arthroplasty with use of femoral allograft and lateral allograft strut secondary to broken right femoral stem status post hip revision. Pathology describes 2 fragments of explant as follows: one fragment is 1.0cm in diameter x 14.0cm in length rod that tapers at one end and has a roughened opposite end. The second has a triangular component and attached cylinder 11.5 x 3.0 x1.1cm in maximum dimension. One aspect has a smooth flat end and the other is roughened and roughly matches the roughened end of the aforementioned rod. Unknown when original implant was placed.